Event description:
It was reported that the patient with this non boston scientific right atrial (ra) lead had exhibited pocket infection. A revision was performed and the crt-d along with the non boston scientific right ventricular (rv) lead, non-ssc right atrial (ra) lead and non-bsc left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This ra lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).